Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiopulmonary arrest and subsequently expired due to exposure of granuflo and/or naturalyte which was administered during dialysis treatment.